Event description:
It was reported that occlusion alarms occurred. The issue caused the customer's blood glucose to rise significantly, but specific values were not provided aside from the indication that it read "high." To address this, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Reportedly, the customer resumed insulin to address the issue.